Event description:
The customer contact reported that the protective cover was missing from the pca injector tubing set, subsequently, the healthcare professional received a needle stick. It was reported that the healthcare professional reached into a storage bin and grasped the pca injector tubing set. At that time, healthcare professional was stuck in the finger by the needle tip of the pca syringe barrel assembly that had punctured the package. It was reported that the protective cover on the end of the pca syringe barrel assembly was missing. There were no reported adverse effects to the healthcare professional and no medical interventions were required. Though requested, no additional information was provided. Hospira is continuing to investigate.

Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.